Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor gave incorrect readings. The customer's sensor glucose reading was 40 mg/dl but was actually 174 mg/dl and alarmed threshold suspend. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to monitor pump and to follow up if any further questions.